Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission revealed the right atrial lead exhibited noise. No intervention or patient symptoms were reported. The patient would be monitored.